Event description:
It was reported that during a routine device follow up, this pacemaker was interrogated and found to be operating in safety mode. It was then noted that after reverting to safety mode, the device could not be interrogated. Urgent device replacement was recommended and a procedure was planned for within two days. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow up, this pacemaker was interrogated and found to be operating in safety mode. It was then noted that after reverting to safety mode, the device could not be interrogated. Urgent device replacement was recommended and a procedure was planned for within two days. No adverse patient effects were reported. Additional information from the local sales representative confirmed the device was explanted and replaced as planned. No additional adverse patient effects were reported. A request was made to know if the explanted device will be returned for analysis.